Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the noise was being oversensed on the right atrial lead. The patient had no adverse event and would continue to be monitored.